Manufacturer narrative:
(B)(4).

Event description:
Per facility medwatch report (B)(4). It was reported that shaft break occurred. A 2.50 mm x 20 mm nc emerge balloon catheter was used for dilatation. Upon removing the 2.5 x 15 mm nc balloon, the shaft broke. It was noticed immediately and was successfully removed. The procedure was completed. No patient complications were reported.